Manufacturer narrative:
The suture break referenced in b5 is captured under a separate medwatch report. This report captures the patient effects that reportedly occurred post implant. Correction. B1 malfunction selection removed. H6 medical device problem code a0401 removed.

Event description:
According to the available information, during the initial implant procedure, the tensioning suture snapped upon tensioning; however, it was deemed to have been substantially tightened and left implanted. The patient returned in (B)(6) 2024 with a small mid-line mesh exposure into the vagina where the incision had seemed to open up. A revision surgery was performed to address the exposure, and the opening was covered with redundant vaginal tissue. The mesh was not excised. In (B)(6) 2025, the patient returned with further mid-line mesh exposure. The patient is now being referred to a local urogynecologist.

Event description:
According to the available information, during the initial implant procedure, the tensioning suture snapped upon tensioning; however, it was deemed to have been substantially tightened and left implanted. The patient returned in (B)(6) 2024 with a small mid-line mesh exposure into the vagina where the incision had seemed to open up. A revision surgery was performed to address the exposure, and the opening was covered with redundant vaginal tissue. The mesh was not excised. In (B)(6) 2025, the patient returned with further mid-line mesh exposure. The patient is now being referred to a local urogynecologist.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.